Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that leads ECG failed while in use. Additional information received from the customer indicates that the leads ECG tracing was only dashed lines. There was no negative patient impact.